Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. This device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided.

Event description:
Complainant alleged that while attempting to pace a 52-year-old female patient, the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.